Event description:
The home patient (hp) experienced abdominal discomfort in dwell 4 during apd therapy using the homechoice system. The hp contacted baxter operational support, at which time hp performed a manual drain and continued therapy to completion with no further difficulties. Follow up with both the hp and their healthcare professional (hcp) revealed that the hp was in the initial stages of a peritonitis infection. Hp continued to experience abdominal discomfort and cloudy effluent for the next few days and in 11/03 was hospitalized for peritonitis. Hp was treated with antibiotics and was released from the hospital 5 days later. Hp continues to use the homechoice system with no difficulties.